Manufacturer narrative:
The device was returned to the resmed technical services in (B)(6) and an investigation was performed. A review of the downloaded error logs confirmed that a single occurrence of system fault 74 was triggered in the device. All investigation attempts to replicate the fault as well as a visual inspection determined the device is operating without fault. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Imp-(B)(4).